Event description:
It was reported that a user attempted to pair a dexcom g7 sensor with the ilet and entered an incorrect sensor code, could not recall the correct code, and was out of sensors, after which the user stated they would revert to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond interruption of cgm pairing and the user¿s transition to backup therapy. Investigation included user education and troubleshooting regarding correct sensor code entry and sensor type pairing. Investigation of this case revealed user error related to incorrect pairing code entry and attempted pairing with the wrong sensor type, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.